Event description:
During baxter's functionality testing of a spectrum pump, it was found that the direction of flow shim was missing. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. During baxter's functionality testing the device, it was found that the direction of flow shim was missing. The direction of flow label not only acts as a guide to ensure proper set loading, but is also used a shim for the door. The direction of flow shim was replaced.